Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device stored two episodes which were requested to be reviewed by technical services. The first episode was showing a ventricular tachycardia (vt) around 200 bpm with a successful shock delivered and restoring sinus rhythm. The second episode again showed a vt with the first device shock unsuccessful at conversion and the rate then accelerated however was converted via a second system shock. The impedances were slightly higher than what had been recorded at implant however the x-ray images confirmed a stable and satisfactory device positioning. The patient was found to have hypokalemia and also is being treated for a secondary medical condition (cancer). The physician concluded stating the device performance was satisfactory and likely related to the patient condition. The device was reprogrammed and no surgical intervention required. No additional adverse effects were reported.